Event description:
It was reported that the nurse found that the pressurized bag began to leak and could not reach 300mmhg for clinical use. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 10/24/2024. H3 and h6. Codes: updated. One assembly returned for investigation and was missing the hand bulb assembly. The reported problem with air leakage was confirmed. Investigation into this issue, using resources with assistance from the original equipment manufacturer, has determined there were intermittent mechanical problems during manufacture that related to radiofrequency seal integrity that were not being detected during our 100-percent leak detection process. Increased awareness of the seal area is now being emphasized, and additional random tests are being performed during manufacturing to replicate. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.